Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 digital microscope. Panasonic dmc tz8 digital camera. We made a visual inspection of the sw790t. A part of the thread was completely sheared off, another part of the thread is bent and cracked. The bottom of the complained screw shows an unusual wear pattern which is an indication that the rod in the relevant pedicle screw was pushed down with this set screw during screwing it in instead with the rod pusher. Batch history review: the manufacturing documents have been checked and found to be according to specification valid at the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: the clearly visible mechanical damages and there characteristics are caused by handling/usage. A material defect or a manufacturing error can be excluded. The wear marks on the bottom of the investigated sw790t are a sure indication for pushing down the rod with the set screw instead of with the rod pusher. Furthermore we assume, that the crack in the thread and the partial shearing off was caused by tightening wth screw with more than 10nm. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Pending further information. If additional information becomes available a supplemental report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative " that the customer found the screw was partially broken and a fragment was found on the operative field, not inside the patient. The screw was not fixed. The fragment was taken away completely. The customer finished the procedure by using a new screw without any problems. There was not a delay in surgery greater than 15 minutes, or injury to the patient." After the surgery, it was confirmed the fragment was matched with the breakage part.